Manufacturer narrative:
The initial reporter was an unknown patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was clarified that all of the electrodes of the lead gave higher impedances and the patient could not get benefit from the therapy anymore or feel the paresthesia. Only the lead was replaced in 2016 and the system was working again. It was indicated that no analysis had been required and that "no reason" was determined for the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a problem with a lead and implantable neurostimulator (ins). It was reported that the following problem occurred one and a half years ago which was four years after the first implant. Information was received from a healthcare professional via a manufacturer representative regarding a problem with a lead and implantable neurostimulator (ins). It was reported that the system stopped working properly. The patient could not get any benefit from the therapy anymore and could not feel it anymore. Factors that may have led or contributed to the issue included the patient working in an environment with strong magnetic fields. The system was checked and the impedances were higher than normal. The physician decided to replace the lead and it was also decided to replace the ins, too, intraoperatively. The issue was resolved at the time of the report.